Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported slda appears to be due to challenging patient anatomy. The mitral valve insufficiency/regurgitation (unchanged mr) is a result of the incomplete coaptation. Additionally, mitral valve insufficiency/regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional cds device referenced in b5 is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. After deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second cds was advanced to stabilize the slda clip. During leaflet assessment, the posterior leaflet came out therefore the clip was reopened and the leaflets regrasped. Post deployment the clip detached from the anterior leaflet. The procedure was completed with the mr remaining at 4. Per the physician, the slda¿s were due to the restricted anterior and posterior leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.